Event description:
It was reported that pt underwent a dental procedure in (B)(6) 2010. Surgeon reported product was removed one week post-op in (B)(6) 2010 due to implant failure and insufficient wound healing. No further complications have been reported.

Manufacturer narrative:
No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - (B)(6) 2010 (exact date unk). Expiration date - unk. Implant date - (B)(6) 2010 (exact date unk). Explant date - 1 week post-op, (B)(6) 2010 (exact date unk). Manufacture date - unk. Manufacturing history records show the product was manufactured according to specifications. No other complaints of this nature have been received from other customers. If further info is received, a f/u report will be sent to the FDA. Complaint was originally received on (B)(6) 2011, but it only referred to the implant failure. Further info was received from the surgeon on (B)(6) 2011 where he indicated he felt the endobon was associated with the implant failures. The incident was reassessed and determined to be reportable. This report filed (B)(6) 2011.